Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. It was reported that the patient had a red skin irritation under the ECG and therapy electrodes. During a follow-up, the patient reported that his doctor recommended the use of hydrocortisone cream. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.